Manufacturer narrative:
Findings: pump received with partially broken reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack on reservoir compartment. The customer's wife dropped his insulin pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.